Event description:
During an arthroscopic bankart procedure, the physician reportedly utilized a speedlock knotless implant. The implant was inserted at the glenoid rim and the suture was tensioned to the labrum. When the physician attempted to deploy the implant, he was unable to detach the implant from the inserter handle. In an attempt to break the implant away from the handle, the physician reportedly tapped on the handle with a mallet. When the inserter handle was removed from the pt portal, the implant was still attached. A second bone hole was drilled and the procedure was completed with a new implant. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were requested but not received.